Event description:
It was reported that a malfunction alarm occurred, resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The customer administered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.